Manufacturer narrative:
A4 correction patient age was updated. A4 patient weight has not been provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
A4- patient weight to be requested. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient present to clinic status post fall and was found to have a subdural hematoma. They had no low flow alarms prior to the fall but had numerous low flow alarms afterwards. Log files were submitted for review. The log file captured low flow events of 19dec2024, when the pulsatility index was elevated. There did not appear to be any type of mechanical circulatory system equipment issues causing the events. The log also noted a few low-speed advisories which were the result of the pump speed being briefly below the low-speed limit. Additionally, the log file captured several instances of the patient sleeping on batteries which is not recommended. There were no other unusual events recorded in the log file event history. Additional information was provided that the patient was anemic and received a blood transfusion.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the alarms and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file contained data from 19dec2024 through 20dec2024. Flow typically ranged from 3.6-4.1 liters per minute (lpm). Low flow events were captured between 01:59:55 and 09:52:08 on 19dec2024, multiple resulting in low flow alarms. During these events, flow ranged from 2.2-2.4 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.